Event description:
On (B) (6) 2010, the pt was implanted with an scs system in the cervical area for neck and skull pain. The pt has not turned on the device since being implanted and reported feeling shocks since receiving the device. The sales rep met with the pt and confirmed that no amplitude bars were displayed on the pt programmer. The rep also asked the pt to move her head in different positions to see if the behavior was affected by the pt's position. Pt felt shocks when head was held in certain positions. It is believed that the lead may push down on a nerve when the pt moves her head, causing discomfort to the pt. The dr has scheduled the pt for a revision.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.